Manufacturer narrative:
Patient identifier: sid (B)(6). The customer checked the incoming water quality system and the water purity indicator light was red. The customer contacted the water quality vendor (siemens) for service. The vendor corrected the water quality issue and it resolved the co2 issue. No additional discrepant result issues have been reported since the water quality system was serviced. A definitive cause of the discrepant result was not identified. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated co2 (bicarbonate) results generated on the alinity c processing module for two samples. The customer noticed negative anion gaps for a few samples and reran quality controls to troubleshoot. The co2 quality controls were out of range high. After recalibrating the controls went back into range. The following data was provided (normal range: 22 to 29, units of measure not provided): sid (B)(6) results = 29, 34, 33, 35, result after recalibration = 27. Sid (B)(6) results = 32, 33, result after recalibration = 21. No impact to patient management was reported.